Manufacturer narrative:
The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Although requested, further information was not provided.

Event description:
It was reported that a safety event occurred in which the fentanyl pca syringe was changed and the IV tubing set was left clamped. At shift change, the pump was cleared and noted to be clamped so the staff unclamped the line. The patient had pressed the button three times (10 mcg per dose), and when staff unclamped the line, he was given all three boluses (30 mcg) at once. The customer did not sequester the products and would like to know "is it normal that if the line is clamped that the pump would still be delivering the drug so it would be sitting in the line and deliver all those concurrently? Are you unable to provide any details surrounding the functionality of what should have occurred?" Although requested, further information was not provided.

Manufacturer narrative:
Diagnosis: left foot occlusion additional info and corrections: a1, a2, a3, a4, b1, b2, b3, b5, d11 td, h6 patient codes, h10 patient diagnosis.

Event description:
It was reported that a safety event occurred in which the fentanyl pca syringe was changed and the IV tubing set was left clamped. The pca fentanyl programming - 10mcg q10min, 120mcg four hour lockout, no continuous dose. At shift change, the pump was cleared and noted to be clamped so the staff unclamped the line. The patient had pressed the button three times (10mcg per dose), and when staff unclamped the line, he was given all three boluses (30mcg) at once. The customer did not sequester the products and would like to know "is it normal that if the line is clamped that the pump would still be delivering the drug so it would be sitting in the line and deliver all those concurrently? Are you unable to provide any details surrounding the functionality of what should have occurred?" It was later clarified that the patient became lethargic with a decrease in blood pressure due to the event, and a fluid bolus was administered. The customer stated that the patient outcome was "deceased, not due to this event. Comfort care."